Event description:
A 53 year old white gravida 4 para 4 female, staus post bilateral subglandular inframammary placement of 315 cc gels for augmentation on 4/28/77. She has noted that the left has been larger for 2 years, but denies history of trauma. They are also more tender, but she cannot tell if there has been a texture change. Pt complains of arthralgias (positive am stiffness) / myalgias, paresthesias, spasms, swelling, fatigue, sleep disturbances, hot flashes/chills, headaches, transmandibular joint disease, visual changes, dizziness, memory loss, sicca, itching, sensitivity to sun/cold, rashes, shortness of breath, choking sensation, increased cholesterol, weight gain, and gastrointestinal disturbances. Pt otherwise healthy.